Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the doctor made a hole in the iol. The iol was removed during same surgery. The doctor had to cut the iol out and made sutures. Through follow up, the customer confirmed that the iol was fully inserted, there was no vitrectomy, and there was an incision enlargement. There was no serious patient injury. The number of sutures were unknown. The procedure was successfully completed using another iol. Additionally, the customer stated that the hole was not in the iol but in the capsular bag. There was no serious patient injury and no medical complications. No additional information was provided to abbott medical optics.